Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked. Reportedly, there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/27/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/15/2014 with the following findings: a cs-054 call service alarm, followed by a reboot event, was observed in the black box data; this finding is indicative of the event reported in the initial complaint. The battery compartment was observed to be cracked in the thread area, and evidence of moisture ingress was observed within. A battery cap was not returned with the pump; a test battery cap, which was unable to fully tighten to the pump, was used during all steps of the analysis. The pump was exercised for 24 hours with no reboot, loss of power, or call service alarms observed; the event reported in the initial complaint was not duplicated. The pump case was removed, and no additional evidence of moisture ingress was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.